Event description:
It was reported that the atrial lead exhibited loss of sensing and capture. A lead fracture was suspected. Since attempts to replace the lead proved difficult and surgery was prolonged, the lead remained implantedand the patient would be monitored with vvi mode setting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.